Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ls had a bowed barrel. The following information was provided by the initial reporter: "according to the customer's report, the barrel was visually confirmed to be bowed."

Event description:
It was reported that syringe 3ml ls had a bowed barrel. The following information was provided by the initial reporter: "according to the customer's report, the barrel was visually confirmed to be bowed."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-23. H6: investigation summary: three photos and one sample without packaging was received by our quality team for evaluation. From the photos, the syringe barrel was observed to be bowed. The sample was subjected to barrel bow measurement and failed this testing. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. This nonconformance occurred at the molding machine. At this machine, there is a bubbler tube which flows water for cooling the molded parts through the core pin. The probable root cause could be due to the bubbler tube being choked which caused an insufficient water supply to cool the barrel which resulted in bowed barrel. The preventive maintenance list will be updated to include checking and clearing all bubbling tubes. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.